Manufacturer narrative:
(B)(4). Insulin pump was received with a scratched case. Pump was received with a blank display due to moisture damage on electronics assembly. Unable to verify rewind anomaly, louder grinding sound and perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime, compromised force sensor test, rewind test and excessive no delivery test due to blank display.

Event description:
The customer reported via phone call that the insulin pump had rewind anomaly. The customer¿s blood glucose level was unknown. The customer reported that they had moisture in the insulin pump, hairline fracture and a little slower, louder grinding sound. It was reported that they had scratches around screen. The insulin pump will be returned for analysis.